Event description:
A customer reported that the "hundred unit" is missing the one segment of the "tens and units" digit is also missing. A request was made to return the system for evaluation and in the meantimea replacement unit was provided.